Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 475 mg/dl at the time of the call. The customer was hospitalized due to seizures and low blood glucose levels. The customer reported that the insulin pump was turned off by the emergency medical technician and would need assistance turning it back on. The customer was advised that the insulin pump was still turned on. Assistance was provided to the nurse as to how to program a bolus from the insulin pump for the customer. No additional information was provided.